Event description:
The patient presented on event date with premature battery depletion. The patient was scheduled for explant 3 days after event date. During explant, lead abrasion was observed. The ICD was not believed to be a contributing factor to this event. However, analysis revealed a damaged component.